Event description:
Patient was revised to address loosening of the tibial tray attributed to osteolysis. Poly wear of the insert was noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.